Event description:
Alleged multiple malfunctions with pulse oximetry monitor and probes as well as combined saturation and capnography monitoring. Allegations against oximetry probes include malfunctioning oxygen saturation readings, spontaneous readings (without pt) from multisensor probe, ability to derive graphic outputs on monitor when pt has expired and cut sensor cables. Allegations of refurbished systems sold as new are also included. Date of event: 5/18/93 - 10/22/96.